Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a permanent scs implant procedure on (B)(6) 2021, the physician could not access the epidural space due to patient anatomy. As a result, the procedure was aborted.